Event description:
An event involving a primary plum set with a 0.2-micron filter experienced leakage. The report states "when the green sliding clamp was released, the contents immediately began pouring out of the IV line. It appears that the sliding clamp somehow cut or pierced the line, causing the spill." The report also state that the product was disposed of due to contamination by the toxic chemotherapy agent. Update: patient was not affected by the incident but there is delay in therapy for about 1-2 hours.

Manufacturer narrative:
Investigation summary: no product samples, pictures, or videos were received for investigation. The complaint of the green sliding clamp cutting/piercing the line causing a leak could not be confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.